Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a routine generator replacement. Upon device interrogation prior to the procedure, the patient's right atrial lead exhibited episodes of noise resulting in automatic mode switch episodes. The lead was explanted and replaced. The patient's condition was noted to be stable before, during and after the procedure.

Manufacturer narrative:
A partial lead with the distal tip measuring 47.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.